Manufacturer narrative:
Date sent to the FDA: 1/19/2021. Additional information: a1, a2, b7, d6b. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2020. Date sent to the FDA: 1/19/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy and resection of transabdominal preperitoneal mesh on an unknown date during which the surgeon noted he encountered and excised the previously placed mesh. Underneath the mesh was a large wad of scar and adhesion of omentum. He elected to resect this en bloc, along with part of the omentum. It was reported that the patient experienced severe pain, inflammation, infection, adhesions, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.